Manufacturer narrative:
A photo of the sample was received for evaluation for the reported connection issue. A visual inspection of the photo was conducted and determined that the transfer set had a separation of the main body and twist sleeve from the female connector. The device did not meet product specifications and the reported event was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not disconnect from the bag set after a connection was made. The patient had their transfer set changed to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.